Manufacturer narrative:
Previously reported: during the evaluation of the device, the unit failed final testing for active exhalation verification. The proportional valve and 3 way solenoid valve were replaced to resolve the issue. Software was upgraded to 1.06.05. After further review from the philips investigation lab, they were unable to confirm the complaint of the proportional valve and solenoid valve. Visual inspection found no issue. The pil preformed multifunctional testing and the device passed.

Event description:
During the evaluation of the device, the unit failed final testing for active exhalation verification. The proportional valve and 3 way solenoid valve were replaced to resolve the issue. Software was upgraded to 1.06.05.